Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump time was incorrect by twelve hours due to user error. Customer's blood glucose level was 550 mg/dl. Customer attributed the elevated blood glucose level to an unrelated issue and declined to troubleshoot. Customer corrected the pump time and resumed insulin therapy.